Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the second soft key, "1", "4" and "7" keys found to be unresponsive. Service evaluation verified the keypad failure. The cause was identified to be a failed keypad. The keypad was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was found to have unresponsive keys on the keypad (second soft key, "1", "4" and "7"). There was no patient involvement. No additional information is available.